Event description:
Info was received that reported a pt was hospitalized in 2006 due to diabetic ketoacidosis. The reporter stated they were unsure if the hospitalization was related to the pump, but thought that the pump had made a different sound when administering a bolus. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.